Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there were big differences between the customer's blood glucose and sensor glucose levels. Customer's blood glucose level was 203 mg/dl but the threshold suspend was triggered. Again, customer's blood glucose was 191 mg/dl but the threshold suspend was triggered. At time of call, customer's blood glucose was 140 mg/dl and sensor glucose was 70 mg/dl, threshold suspend was triggered. After troubleshooting, customer was advised o monitor the sensor. Customer will not be returning the sensor for analysis.